Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said her device didn't have much effect on her symptoms so it has been off for awhile. Patient said she has lost weight and the device is annoying. Patient reported that the device almost sticks above the skin. Patient said the device was scheduled to be removed in (B)(6) 2020 but the removal procedure was canceled due to the covid-19 pandemic. No further complications were reported.